Event description:
Complainant alleged that during a routine shift check by a clinician, the device took "5-7 seconds" to power on and intermittently powered on without display. Complainant indicated that there was no pt involvement in the reported malfunction.